Event description:
Medtronic received information that 5 months and 15 days post implant of this bioprosthetic valved conduit, the pediatric patient was emergently admitted to the cardiac catheter laboratory due to pulmonary artery atresia due to obstruction, and the conduit was explanted and replaced. No other adverse patient effects were reported.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Multiple attempts to obtain additional information regarding this event have been unsuccessful. The device has not been returned. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.